Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that on (B)(6) 2022 the patient was committed in the hospital for a rupture of the ostheosynthesis material in the left hip that was initially implanted in (B)(6) 2022, specifically a titanium nail.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that on (B)(6) 2022 the patient was committed in the hospital for a rupture of the ostheosynthesis material in the left hip that was initially implanted in (B)(6) 2022, specifically a titanium nail.